Event description:
The customer reported that the ventilator does not power on properly and a battery replacement has not resolved the issue. The device was not in use at the time of the event ad there was no report of patient or user harm. The customer was provided for a quote to replace the power management pcba and power supply. Further information is pending.

Manufacturer narrative:
Reporter phone number - +(B)(6).

Manufacturer narrative:
The customer was provided for a quote to replace the power management pcba and power supply. Multiple attempts were made to obtain additional information regarding the repair and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
The customer sent in pictures of the ventilator screen, which showed an amber battery led indicator, an alarm led fault message and a backup alarm failure message. A quote for repair has been issued to the end-user. Further repair service is pending customer acceptance.